Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) reviewed data synchronization debug logs and identified that the station required manual recovery. The tss stopped the data synchronization and maintenance services, created a station database backup in the support directory, and executed the transaction script. The tss then performed the change tracking recovery script by chunks and cleared system operations, followed by restarting the services and confirming the appearance of the no variation message. The tss validated with the customer that inventory and reports were current. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating. There were no adverse events or injuries reported based on this event.